Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which an adhesive issue was reported with the adc sensor. The sensor prematurely detached after 3 days of wear and the customer was unable to obtain readings and monitor glucose levels and required treatment of fruit juice, sugar, and/or food provided by a medical professional (doctor, nurse, paramedic, firefighter). No further details were reported. There was no report of death or permanent impairment associated with this event. Adc customer service attempted to contact the customer to gain additional details regarding this event; however, an incorrect contact number was provided; therefore, the follow up attempts were unsuccessful.